Event description:
It was reported by service report that the fowler bracket was bent and cracked, the j slot bushing was worn and the plunger was worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler bracket, j slot bushing and plunger. The unit was not repaired but was removed from service.